Event description:
Ivus catheter was flushed and connected to ivus port, it was inserted into the patient, during the middle of the procedure it stopped working and lost connection. Connections were checked and it was flushed but wouldn't work. Another device was used and finished the procedure.